Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went on-site to evaluate the suspected device and found the most likely cause is the main board. The fsr ordered and installed the replacement main board to complete service visit. The software was downgraded to the current version for the customer. The device was tested and the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. The main board is being returned to the vyaire failure analysis lab (fal) for evaluation. A follow-up report will be submitted once the main board is received by the fal and a final evaluation is completed.

Event description:
It was reported to vyaire that the vela ventilator was alarming "flow sensor disconnect" while on a patient. The ventilator was removed from the patient. The customer advised there was no patient harm associated with this reported event. The customer stated they replaced all of the parts on the exhalation side, including the flow sensor, and the problem was not corrected. Additionally the customer stated they were not able to perform the leak test.